Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown error message that station had failure and required maintenance. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care and they were unable to access or issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a failure required maintenance error message. A field service engineer (fse) identified that the half height drawer 4.1 and 4.2 pockets were not detected on the bus and the light emitting diodes on both the drawer controllers were blinking. Fse replaced the drawer board and retractor band of both the drawer 4.1 and 4.2. Fse also identified that the drawers 2.1 and 3.2 had broken manual release button and replaced the hard stop for both the drawers to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.